Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that no monopolar energy was available and the esm leds are flashing. Prior to calling in customer power cycled the esm and now they have no lights. Tse informed the system needs to be power cycled to see if the issue would be resolved. The customer was currently using bipolar energy and would attempt troubleshooting steps later in the surgery. The procedure was completing as planned with no reported injury. The same generator was used throughout the entire procedure. Once safe to do so the robot was rebooted to regain access to the generator as suggested. The procedure was completed robotically with original configuration. There was no injury to the patient. Patient information was provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer called technical support engineer (tse) to report monopolar energy related issues and that the energy shield monitor (esm) leds were flashing. Tse suggested to power cycle the system. A field service engineer reached out to the clinical sales representative who confirmed that the issue did not occur again and was most likely due to the customer set-up. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on fse notes the system issue was due to a the erbe and esm not being set up correctly. It can be resolved by power cycling the system.